Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), state that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and aortic expansion (e .g ., aneurysm, false lumen, landing zone, lesion). As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: conformable gore® tag®thoracic endoprosthesis. Lot #: 16053688. Catalog #: tgu343420j. UDI #: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft for the descending aortic aneurysm. On an unknown date, at follow-up, endoleak was observed. Reportedly, type iiib endoleak was suspected. In addition, aneurysm enlargement was confirmed. On (B)(6) 2023, the patient underwent reintervention. During the reintervention, dissection in the right brachial artery due to guidewire was confirmed. An additional stent graft was deployed to reline the device. The patient tolerated the procedure. The physician stated as follows: since type 2 endoleak from the bronchial artery can also be confirmed, it is not a definitive diagnosis of type 3b, but additional treatment is performed because the aneurysm has expanded.